Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three-piece lens but changed mind. The surgeon felt due to the patient's anatomy, this lens would not be a good fit. The cartridge touched the patient's eye but the lens was not inserted. There was no patient injury.